Event description:
Lasso from product became caught on mitral valve. Pt went to open heart to remove device. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: heart ablation. Event abated after use: yes.